Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and troubleshooting techniques. The system remains in service and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was generated for this system due to a pacing impedance measurement greater than 2000 ohms on the left ventricular (lv) channel. No adverse patient effects were reported.

Manufacturer narrative:
The source of the reported clinical observations was not identified as no additional system testing was performed. The lead impedance alert was changed to greater than 2500 ohms as the clinician stated they are confident the lead is fine and the alert threshold of 2000 ohms was too sensitive for this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.